Event description:
A healthcare professional from poison control called wanting to know the chemical composition of the breeze2 control solution. She alleged that a patient had ingested some of the solution. Msds sheets were provided to the caller. No serious injury was alleged. No product will be returned.

Manufacturer narrative:
No product information was provided, so it was not possible to determine the manufacture date.